Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On nov 15, 2022, the care giver (cg) contacted baxter to report that the home patient (hp) was in the hospital around (B)(6) 2022 for pneumonia. The patient was discharged and went home, however started throwing up blood, had a low blood pressure and thin blood. The hp was admitted to the hospital again on (B)(6) 2022, and then developed peritonitis. The hp passed away on (B)(6) 2022. A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, treatment and action taken with pd therapy were not reported. The patient was re hospitalized and for another indication and developed peritonitis. It was reported that the patient subsequently passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It is unknown if peritonitis was resolved by the time the patient passed away. It was not reported if pd therapy was ongoing at the time of death. No additional information is available.